Event description:
Osteo-site bone biopsy needle was tapped into place in t-7 vertebral body. When the needle was being removed by hand the handles separated from the needle. The needle was extracted intact and the pt did not incur any injuries.